Event description:
It was reported that prior to an unknown procedure, the surgeon closed the gun but was unable to open it again. Another device was opened and the procedure completed without incident. There was no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was being performed? Was the device on tissue when it would not open? If yes, what steps were taken to remove the tissue and was there any damage to the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used?